Manufacturer narrative:
The allegation the lead was fractured during explant was not confirmed. The lead was returned complete without any damage. The lead body was wavy as a result of being coiled. It passed all electrical tests. The lead functioned as intended.

Event description:
It was reported that surgical intervention occurred on (B)(6), 2021 and the lead fragment was explanted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Related manufacturer reference number: 1627487-2021-17960. It was reported that the patient had an elective system explant on (B)(6) 2021 and a lead fractured during the explant. Part of the lead was left in the patient in the epidural space. As a result, surgical intervention may occur to address the issue. It is unknown which lead fractured, so both are being reported.